Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a detached downstream occlusion seal. Review of the event history log (ehl) showed 42224 error code. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the printed wiring assembly (pwa) and downstream occlusion sensor/seal. As a result, the downstream sensor/seal and pwa were replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a mechanical failure. The device evaluation revealed a damaged downstream occlusion seal and printed wiring assembly issue. There was no patient involvement, no patient injury was reported.